Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 304-305 mg/dl. Correction boluses were delivered and food/drink were not consumed to address bg. Pump system check was performed with the customer and blockage could not be identified. Reportedly, after installing another cartridge, insulin therapy was resumed.